Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 20, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter read inaccurately. The patient tests her blood glucose twice a day. She manages her diabetes with metformin which she rarely takes and byetta. The patient indicated that the alleged issue started on (B) (6) 2009, at around 7:00 am. That morning, the patient tested her blood glucose 2 times within a 10-minute time frame and claimed to have gotten results of "158 and 120 mg/d." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The patient claimed that the results were abnormally high for her at that time of the day. She mentioned that her normal morning blood glucose levels are around "100-108 mg/dl." "After testing, the patient took her normal dose of byetta and proceeded to eat breakfast. About an hour to an hour and a half later, the patient claimed that she developed symptoms of shakiness and sweating. She did not attempt to test her blood glucose while feeling low. However, she administered self-treatment by drinking orange juice. The patient left better about an hour after drinking the juice. The patient claimed that she probably took too much byetta or did not even need it that morning. The patient explained that she skips her morning dose of byetta if her blood glucose level is below a certain level. According to the one touch customer advocate (otca), the patient was not using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.